Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation could not be completed due to damage and bone ongrowth attached to the porous coated surfaces. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.¿ number 12 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-05092-3 / 2016-00868).

Event description:
It was reported patient underwent a wrist procedure on (B)(6) 2010. Subsequently, patient underwent a synovectomy on (B)(6) 2013 due to pain. Patient underwent a revision procedure on (B)(6) 2015 due to loosening. During the procedure metallosis was noted. All components were removed and replaced.